Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past weekend from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14151095 / 14224784 / 17877048.

Event description:
It was reported that the patient was experiencing numbness in the legs and was feeling the stimulation across the abdomen. The patient was also not getting adequate pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced. The explanted ipg and linear leads were not returned.